Manufacturer narrative:
The last calibration was performed on (B)(6) 2021. Calibration and qc were within specifications. There is no indication for a performance issue of the reagent. The alarm trace showed that reagent pipettor and reagent probe alarms were noted on the date of the event. The field service representative found the issue was due to the reagent probe rinse adjustment. He corrected the reagent probe rinse adjustment and replaced the vacuum diaphragm and the heat cut filter. He verified that the system went into standby without alarms. The customer performed qc and the results were within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer stated they had ongoing issues with qc. Qc was within specification before patient samples were performed. The investigation is ongoing.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for 6 patient samples on a cobas 8000 c702 module. Patient 1: the initial result was 0.8 mg/dl and the repeated result was 1.1 mg/dl. Patient 2: the initial result was 2.0 mg/dl and the repeated result was 3.5 mg/dl. Patient 3: the initial result was 1.4 mg/dl and the repeated result was 2.1 mg/dl. Patient 4: the initial result was 0.8 mg/dl and the repeated result was 1.1 mg/dl. Patient 5: the initial result was 0.7 mg/dl and the repeated result was 1.0 mg/dl. Patient 6: on (B)(6) 2021, the initial result was 0.9 mg/dl and the repeated result was 1.2 mg/dl. The results were reported outside of the laboratory. The repeated results were believed to be correct. The reagent lot number is 48273201 with an expiration date of 31-aug-2021.